Manufacturer narrative:
Results evaluation codes (other): examination of the returned product confirmed the customer complaint of cuff leakage from an 7.0mm cuffed tracheal tube. It was noted that the leakage was caused by a series of dents in the inflation line, one of which has resulted in a tear. A review of our complaints history confirmed this to be the third complaint for the product lot reported. Though, there have been several complaints of this nature of this product code, these are historical and do not indicate a systematic failure during manufacture, especially when compared with sales of products annually. A further review of manufacturing records confirmed the presence of an inflation check carried out of 100% of products. Root cause: the root cause for this incident is product damage during clinical use. The tear and surrounding dents are the result of the tracheal tube being bitten by the pt. Though, this product designed to be as robust as functionally possible, damage of this nature can occur. Corrective action and timings: due to not a manufacturing fault, no corrective action has been assigned. This file has been logged for trending purposes.